Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in as the customer's weight was not provided.

Event description:
The customer reported that he attempted to perform blood glucose testing with the contour next link 2.4 meter and received error messages indicative of "used test strip". The customer then performed repeat testing and obtained lo reading, indicative of a reading below 20 mg/dl at 11:02 p.m. And 97 mg/dl at 11:03 p.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot #1epeg02b for evaluation. Therefore, an in-house testing was performed with the returned meter and test strips using blood sample, which gave a satisfactory performance.